Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that the stent was damaged with struts distorted, bunched, lifted and stretched. The stent did not come off the balloon as reported but it moved distally on the balloon and on the bumper tip exposing the proximal body for approximately 10mm. A review of the associated batch records was completed and found that the maximum crimped stent profile measurement. Reviewing the specified parameter against the batch records for the crimped unit, there are no anomalies. A review of the specified inside diameter of the stent protector was conducted, however the stent protector was not returned for analysis. It can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. Based on the analysis and the type of damage evident; it is most likely that stent movement occurred during the preparation and handling of the device following removal of the stent protector. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. Crimp markings were visible on the exposed proximal body of the balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several kinks across the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft polymer extrusion profile found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 2.50 x 28 synergy ii drug eluting stent was selected for use to treat the lesion. However, during preparation, it was noted that the stent came off from the delivery balloon. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 2.50 x 28 synergy ii drug eluting stent was selected for use to treat the lesion. However, during preparation, it was noted that the stent came off from the delivery balloon. No patient complications were reported.